Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what type of procedure was the device used in? Can you please clarify if the jaws were closed on tissue when they would not open? If so, please explain what was done to remove the device from the tissues and if there was any adverse impact to the patient. Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure, the device malfunctioned. On the first firing, the jaw stayed closed. No other information is available at t this time. There was no adverse consequence to the patient reported.